Event description:
The nurse reported the cannula came apart in the pt's eye. The event occurred at the end of the case when the surgeon was removing the cannula. The surgeon was able to remove the pieces from the eye. No pt injury was reported.

Manufacturer narrative:
The nurse did not save any of the pieces for eval. The nurse was counseled to save samples for events that occur with our products. No samples were returned for investigation. The root cause of the event cannot be determined in this investigation. A review of complaints for the last 24 months did not indicate any additional, related reports for this pak. (B) (4). (B) (4). (B) (4).